Event description:
A report was received that a patient's ipg was eroding out of his skin due to the ipg being implanted where his clothing rubbed against it. The physician explanted the patient's ipg and prescribed oral antibiotics as a precaution. The patient is reportedly doing well.